Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state. D. Potential lot #s representing devices on hand provided by the customer, but they are unable to provide information about which lot # was the affected.

Event description:
It was reported that the needle did not retract. We have identified at least one incident where an IV needle that malfunctioned additional information received on 06may2026: please provide an exact date of event in format mm-dd-yyyy? (B)(6) 2026. Please provide a detailed description of the issue encountered with the needle malfunction. The needle did not retract after the nurse had started the IV and pressed the white button to retract it. Describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. None.